Manufacturer narrative:
(B)(4): (dissection, tvr).

Event description:
Patient received a 2.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid cx and a 2.5mm diameter x 30mm length endeavor sprint rx in the 3rd om during index procedure. However, it was reported that the procedure was complicated by the occurrence of a dissection in the 3rd om which was treated with deployment of an endeavor sprint rx stent. It was reported that approximately 5 months post index procedure, the patient presented with symptoms. Angio confirmed moderate isr in the mid cx and severe isr in the 3rd om. Poba was performed followed by deployment of 3 other manufacturer stent. Investigator reported a possible relation to the procedure and a probable relation to the study stent. The patient is reported to be asymptomatic on discharge. No other clinical sequelae were reported.